Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination) without any error. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer had contact with a healthcare professional (hcp) where an hcp meter reading of 33.3 mmol/l compared to adc sensor scan result of 4.8 mmol/l. The results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer was treated with insulin (type/dose unspecified) by hcp for a diagnosis of hyperglycemia and underwent full medical assessment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. The passing of all functionality test indicate that there were no issues with sensor functionality and electronics. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer had contact with a healthcare professional (hcp) where an hcp meter reading of 33.3 mmol/l compared to adc sensor scan result of 4.8 mmol/l. The results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer was treated with insulin (type/dose unspecified) by hcp for a diagnosis of hyperglycemia and underwent full medical assessment. There was no report of death or permanent impairment associated with this event.